Manufacturer narrative:
Section d4 - corrected primary unique device identifier (UDI).

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displayed a black screen during a procedure. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d5, d9, g2, g6, h2, h6, h10 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-nov-2021 to 29-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device went on black screen during a procedure. A field service engineer evaluated and inspected the station initially noting with no issues, later found that the device experienced slow performance. Reimaging device, performing brain transplants, and installing remote support services to resolve the issue. The system functioned as intended after a troubleshot by field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device experienced slow performance. A field service engineer reimaged device, performed brain transplant, and installed remote support services to resolve the issue; station tested successfully. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displayed a black screen during a procedure. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.